Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 42 mg/dl. The customer was treated with glucose tablets. The customer has been experiencing low blood glucose for after midnight. The customer was admitted to the hospital. The customer's blood glucose at time of hospitalization was 42 mg/dl. The customer stated that cause of low blood glucose that is due to the pump not being programmed. The customer was advised not to continue wearing the device until we get the settings from his doctor, customer agreed.